Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to reset the pump, so technical support provided reset instructions via email for the customer to perform the reset independently.